Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparotomy on (B)(6) 2020 and suture was used. During wound closure, when passing the needle through the tissue, the needle was detached from the suture. Another like device was used. There were no adverse consequences to the patient. No additional information was provided.